Event description:
It was reported that the right ventricular lead exhibited high thresholds of 4v at 1.5ms and decreased sensing at 2.2mv. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.